Event description:
It was reported that the user contacted support for assistance with a first supply change, during which a new cartridge was loaded and an inset infusion site was inserted after the user had disconnected from the ilet for a shower, followed by elevated blood glucose that began to decline after reconnection. Symptoms included hyperglycemia with a reported peak glucose of 278 mg/dl without ketone testing, back-up therapy, or medical intervention. Outcomes included no injury, no loss of consciousness, no diabetic ketoacidosis, no hospitalization, and no need for third-party assistance. Investigation included troubleshooting and user education regarding infusion set and cartridge management and guidance not to disconnect the infusion set for routine activities such as exercise. Investigation of this case revealed user-related operating circumstances associated with temporary disconnection as the likely contributor to hyperglycemia, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.